Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a procedure done on (B)(6) 2018. They had to take it out and replace it because it was coming apart. At implant, they had two wires and one was active and one was not. The reason for this was in case they had trouble with the right side. Right after implant, it was good for a month or so and then they started to feel tingling in their back when they leaned against stuff. They went to their healthcare professional (hcp) and they took an x-ray, finding that it had pulled loose. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va1pydq006, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, lot# va1q8na044, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, lot# va1q8na044, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp verified two leads were replaced on (B)(6) 2018 and the ins wasn't replaced. They were replaced by one lead due to failed stimulation caused by lead migration.